Event description:
In may 2005 a report was received that during a "code blue", the first two attempts at intubation (two (2) tubes involved) were unsuccessful due to an alleged cuff leakage. The patient expired but was stated by the respiratory therapist that the cuase of death was not linked to the endotracheal tube.